Event description:
Patient reported obtaining back-to-back blood glucose results of 40 mg/dl and 260 mg/dl, while using the suspect device. Patient indicated that no action was taken based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requestedthe return of the suspect product and replacement product was shipped.